Manufacturer narrative:
The device was received without the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was damaged. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Small cracks were found on the back of the top housing. No corrosion or evidence of fluid entering the pod through these cracks was seen inside the pod. These cracks would not affect the pod's ability to deliver insulin or the adhesive pad's ability to adhere. The exact timing and cause of the cracks could not be determined.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.